Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain had not resolved and the hypersensitivity and menstrual disorder outcome was unknown. The reporter considered hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6): confirmed essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a 29-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, thyroid disorder, endometriosis, allergic rhinitis and constipation. Concomitant products included fluoxetine from (B)(6) 2013 to (B)(6) 2014, fluticasone from (B)(6) 2013 to (B)(6) 2014, paracetamol (acetaminophen) and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs received on (B)(6) patient did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded pregnancy test urine - on an unknown date: negative . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received, event added- depression and mental anguish. Events onset date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a 29-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, thyroid disorder, endometriosis, allergic rhinitis and constipation. Concomitant products included fluoxetine from (B)(6) 2013 to (B)(6) 2014, fluticasone from (B)(6) 2013 to (B)(6) 2014 and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs received on 16-may-18 patient did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded. Pregnancy test urine - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a 29-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs received on 16-may-18 patient did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, dysmenorrhea (cramping) and device monitoring procedure not performed. Lot number and patient information were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 29-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena and miralax. Concurrent conditions included asthma, thyroid disorder, endometriosis, allergic rhinitis, constipation, insomnia, abdominal crampy pains, vaginal pain, constipation and bacterial vaginosis. Concomitant products included hydromorphone hydrochloride (dilaudid) for pain as well as fluoxetine from (B)(6) 2013 to (B)(6) 2014, fluticasone from (B)(6) 2013 to (B)(6) 2014, paracetamol (acetaminophen) and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and allergy to metals had resolved and the menstrual disorder, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs received on (B)(6) 2018 patient did not undergo confirmation test. She recived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Pregnancy test urine - on an unknown date: results: negative. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Unremarkable pelvic ultrasound with essure coils noted. 2. Ovaries within normal limits.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2021: mr received. Reporters, lab data, concomitant drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 29-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena and miralax. Concurrent conditions included asthma, thyroid disorder, endometriosis, allergic rhinitis, constipation, insomnia, abdominal crampy pains, vaginal pain, constipation and bacterial vaginosis. Concomitant products included hydromorphone hydrochloride (dilaudid) for pain as well as fluoxetine from (B)(6) 2013 to (B)(6) 2014, fluticasone from (B)(6) 2013 to (B)(6) 2014, paracetamol (acetaminophen) and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and allergy to metals had resolved and the menstrual disorder, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs received on (B)(6) 2018 patient did not undergo confirmation test. She recived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Pregnancy test urine - on an unknown date: results: negative. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Unremarkable pelvic ultrasound with essure coils noted. 2. Ovaries within normal limits.. Lot number: 50701223 manufacturing date: 2012/11 expiration date 2015-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-apr-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 29-year-old female patient who had essure (batch no. 50701223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included asthma, thyroid disorder, endometriosis, allergic rhinitis and constipation. Concomitant products included fluoxetine from (B)(6) 2013 to (B)(6) 2014, fluticasone from (B)(6) 2013 to (B)(6) 2014, paracetamol (acetaminophen) and salbutamol (albuterol) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and allergy to metals had resolved and the menstrual disorder, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per pfs received on 16-may-18 patient did not undergo confirmation test. She recived treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, nickel allergy, hypersensitivity were updated as recovered/resolved. Rcc note added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.